Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's granddaughter reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of incident exceeded 250 mg/dl. The customer was not receiving any insulin from her pump and got an infection. No symptoms of high blood glucose were reported. Troubleshooting could not be completed because the customer's phone was about to die. The customer was called back but could not be reached. No products were returned or shipped.